Event description:
As described in the event description, a response to a post-market surveillance survey indicated that doctors had to "had a couple screws break that needed revision...mib plate has had a few screws breakout after surgery that required revision". When followed up with, the reporter, (B)(6), indicated that the events occurred "awhile ago" and that "the events had already been reported to corporate". No feedback has ever been reported by (B)(6) in trilliant surgical complaint handling system. Additionally, during this particular revision surgery, the screws were removed as they were reported as "backing out". It is unclear if the plate was also removed or if fusion occured due to the amount of time that lapsed from the event to the date of reporting. A root cause of the event was not able to be determined as no lot number was provided, parts were not returned, case details were not provided, and there was very little information available. An MDR was submitted on 01/11/2019 to document the revision surgery and ensure all regulatory obligations were fulfilled. The complaint log was reviewed, and prior to the survey this is the first reported instances of mib revisions involving this failure mode (except for the submission made in 3007420745-2019-00003 and 3007420745-2019-00004, both of which were from this survey from another individual.)

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. Date of event (b3) unknown. Brand name (d1) and model # (d4), or specific product, were not reported. As a result of this, lot # and unique identifier (UDI) # (d4) are unknown. Catalog # and serial # (d4) not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Implanted date (d6) and explanted date (d7) not reported. Reprocessor name and address (d9) n/a to this report. Concomitant medical products and therapy dates (d11) not reported. As a result of item 3 above, device manufacture date (h4) is unknown. Section h9 n/a to this report. No files attached to this report. Corrected information provided in follow-up submission. B1 - adverse event and product problem are selected. B3 - date of event left blank because unknown. B5 - description of event/problem for initial submission - corrected to not identify any individual (sales representative) by name as well as to document the event as it is stated within the internal complaint. D2 - product code is changed to hwc as complaint is for screw(s). Common device name is correct in initial submission. D3 - fax number added. E1 - initial reporter (and subsequent contact information) corrected to relevant sales representative. G2 - fax number added. G3 - report source corrected to health professional and distributor and selection for company representative removed. H10 - corrected data. Additional information provided in follow-up submission. G1 - name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Investigation summary (omitted with original submission). Regarding the revision surgery described in section b5, the screws were removed as they were reported as "backing out". It is unclear if the plate was also removed or if fusion occurred due to the amount of time that lapsed from the event to the date of reporting. Repeated attempts to obtain more information were unsuccessful. A root cause of the event was not able to be determined as no lot number was provided, parts were not returned, case details were not provided, and there was very little information available. The initial MDR was submitted on 01/11/2019 to document the revision surgery and ensure all regulatory obligations were fulfilled. The complaint log was reviewed from 12/31/2017-12/31/2018, and prior to the survey this is the first reported instances of mib revisions involving this failure mode (except for the complaints reported in (B)(4), both of which were from the same survey as identified in section b5, but from another individual). Additional investigation (03/10/2020): potential lot numbers could not be identified for this event. With many different screw selections available for the mib plating system, trilliant surgical is unable to determine any potential lot numbers at this time. Thus, device history record (DHR) review could not be conducted.

Event description:
The marketing department released a post-market surveillance survey on 12/07/2018 that asked customers: "rate your experience with the following product system. Please provide information if you rate poor/fair.". A trilliant surgical sales representative rated the minimally invasive bunion (mib) plating system as "fair" and stated that the "mib bunion plate has had a couple screws break that needed revision. Also have had a couple cases with less than optimal screw to bone purchase making for an unstable construct." He also restated later in the survey that the "mib plate has had a few screws breakout after surgery that has required revision. Also screws don't always get great purchase through the plate leading towards a weak construct." Sales support contacted the sales representative to retrieve more information on12/31/2018, but he said these events had already been reported to corporate. Quality engineers and other supporting departments did their due diligence to locate these incident reports, but had not previously received feedback of any kind from this sales representative. Sales support attempted to contact the sales representative two (2) more times to retrieve more information, but has not been able to reach him at this point in time.